Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs100 intra-aortic balloon pump (iabp) had low vacuum error. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) suspected issue with drive manifold & same required for testing purpose. Fse replaced the drive manifold with new one. Checked all the functions of the machine & passed all the necessary test. Machine found working ok.

Event description:
N/a.